Event description:
It is reported that after one (1) day of use, end-user's turtleneck material on ostomy product swelled up and covered over the stoma thus blocking the urine from draining resulting in the removal of pouch so urine can drain. It is further reported that end-user's stoma only protrudes 1/8" so product may not be appropriate for end-user. Lastly, reports states that end-user has been using this product since (B)(6) and getting 3-6 days wear time as the last three (3) skin barriers applied have only lasted one (1) day.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional information received via email dated (B)(6) 2014 states: "the client has a stoma that is only protruding 1/8" from the skin. I have suggested a moldable convex skin barrier and have sent him samples. I only received the call yesterday so no follow-up has been done yet. The date on the form should have been (B)(6) as per my follow-up e-mail." No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.